Event description:
It was reported that during a cryo ablation procedure, the coordination of the treating physician and the scrub technician was not as expected and there was difficulty manipulating and positioning the array. The wire was advanced distally in the right inferior pulmonary vein (ripv) and a counterclockwise turn was performed, but the wire continued to prolapse and "pop out of the vein." It was surmised that the posterior angle of the ripv contributed to the inability of the wire to maintain support. The same issue was encountered in other pulmonary veins. The wire was turned to the right, but the issue persisted. The array was pushed on the posterior wall without the wire being fully extended and a "deformity" was noticed on the tip of the array. The array could no longer be withdrawn into the sheath and the tip of the array was in a j-tip formation as the wire prolapsed down in the same formation. The array was advanced into the left atrium and turned a couple of times to free the array from the wire. The array was then able to enter the sh eath. Upon removal from the patient, the tip of the array had a knot. It was reported that the array was inverted. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: unknown manufacturer; product type: guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012218700 was returned and analyzed. Visual inspection was performed and the catheter had a guidewire threaded through but extended only less than 1 inch beyond the tip as received. The array assembly was visibly confirmed to be knotted. The array pebax tube appeared kinked at the distal arm. The extended guide wire lumen appeared intact with no visible artifacts. X-ray imaging confirmed the integrity of the nitinol array wire to be properly attached at the distal end near the tip of the catheter, but completely receded from its groove in the dual lumen. The electrode wires appeared intact without breakage or detachment from the electrodes. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the pulse field ablation generator. Performance testing with the generator could not be performed due to the returned condition of the catheter. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test did not reveal any anomalies. In conclusion, the reported array inversion/knot issue was confirmed through analysis and the loop catheter failed the returned product inspection due to a knotted array, kinked pebax tubing, and the nitinol array wire dislodged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 - updated event description d4 - added lot number and unique identifier (UDI) d9. Device available for evaluation? Updated to "yes" and added date h3. Device evaluated? Updated to "no" h6. ¿eval code method (fdm/annex b), eval code result (fdr/annex c), and eval code conclusion (fdc/annex d) - updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that another manufacturer's guidewire was advanced into the vein. The catheter and guidewire would come out of the vein when manipulated.